Manufacturer narrative:
(B)(4). The distributor in (B)(6) determined that the most likely cause of the reported event was that the device¿s main pcba was malfunctioning. The distributor in (B)(4) was shipped a replacement main pcba to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(6) for the return of the alleged faulty main pcba for evaluation. As of (B)(6) 2015 the alleged faulty main pcba has not been received.

Event description:
The distributor in (B)(6) reported that the device is alarming "xdcr fault". There was no report of patient involvement.